Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Products: 4087 lead (no implant date). (B)(4).

Event description:
It was reported that there was a suspected competitor partial right ventricular (rv) lead insertion and subsequently the device and entire system was removed due to infection. Follow-up revealed that the lab cultures were negative to any of the "usual suspects for infection." No new system was implanted. The physician revisited the patient's original indication, looked at the diagnostics on the previous device and conducted an electrophysiological study and has decided that the patient does not require an implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.